Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop event. Although a specific cause for this event could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. It was reported that the patient presented to the clinic on (B)(6) 2023 after experiencing a brief asymptomatic pump stop two days prior. The patient was clinically well and there were no patient related issues identified at the time. The system controller log files collectively contained events from (B)(6) 2023 through (B)(6) 2023. A pump stop was captured on (B)(6) 2023 while the patient was connected to the mobile power unit (mpu). Additionally, persistent pi events were captured throughout the submitted log files. No other notable events or alarms were captured. Excluding the pump stop event, the pump appeared to function as intended for the remaining duration of the files. The account later communicated that the pump stop was thought to be related to a driveline issue, as there were no clinical reasons to suspect pump thrombosis. The patient was initially kept on battery power but was ultimately placed on an ungrounded patient cable, and no further issues with the driveline were observed. The patient remains ongoing with an ungrounded patient cable on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pulsatility index (pi). Section 4 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with a pump stop alarm on (B)(6) 2023. There were no clinical issues at the time of the event. X-rays were performed on the patient's driveline and found areas of possible concern where internal damage could have resulted in a short to shield issue. The patient was put on battery power and no further alarms occurred. The patient was put on an ungrounded patient cable and was able to use their mobile power unit (mpu).

Manufacturer narrative:
Section d4 correction. Section h4 correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop event. Although a specific cause for this event could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, evaluation of the submitted log file confirmed persistent pulsatility index (pi) events. Although the account reported that the pi events were initially attributed to the patient's low mean arterial pressures and hypovolemia, the pi events persisted, and a specific cause could not be conclusively determined. A direct correlation between the device and the reported low mean arterial pressures and hypovolemia could not be conclusively established. Furthermore, the report of driveline kinking could not be confirmed through this evaluation. The system controller log files collectively contained events from (B)(6)2023 through (B)(6) 2023. A pump stop was captured on (B)(6) 2023 while the patient was connected to the mobile power unit (mpu). Additionally, persistent pi events were captured throughout the submitted log files. No other notable events or alarms were captured. Excluding the pump stop event, the pump appeared to function as intended for the remaining duration of the files. Palpable kinking of the driveline was noted, however; no driveline damage was identified on imaging studies. The kinking was no longer palpable in the following days. The patient remained ongoing on heartmate ii left ventricular assist system, serial number (B)(6), until undergoing a heart transplant on (B)(6) 2024 (B)(6). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pulsatility index (pi). Section 4 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.